Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at home on (B)(6) 2019. The cause of death was diabetic ketoacidosis, hyperglycemia or a heart attack. The caller stated that the customer did not have any other illness that could have led to passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. Caller was unsure if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The insulin pump had been disconnected less than 48 hours prior to passing. Caller would not be returning the devices as they had been donated.